Event description:
Pt with right uretero-pelvic junction obstruction had surgical repair on 2/7/95. Surgical procedure dismembered pyeloplasty. Kink in renal pelvis caused from fibrous band which was released. The incision was closed, and a drain was placed. Two drains were placed through separate stab wound incisions and secured with nylon suture. Four days post-op, surgeon removed drains and one was broken, reportedly from being caught in suture line. Fragment removed 2/14/95 endoscopy under anesthesia.